Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. After the patient was implanted with a rvad (right ventricular assist device) on (B)(6) 2023, the patient experienced bleeding at the surgical site. The patient began to deteriorate in the intensive care unit due to multiple organ failure/sternum infection, requiring a lot of inotropic support. The decision was made to stop treatment, and the patient later expired. The patient¿s outcome was reportedly not considered to be device or therapy related. It was reported that an autopsy was not performed, and that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, contains the following information: section 1 outlines potential adverse events, including multiple types of organ failure, infection, bleeding, and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d6a: implant date was corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR# 2916596-2023-06678. It was reported that the patient passed away on (B)(6) 2023 due to multiple system organ failure. The patient was in the intensive care unit with kidney failure, sternum infection, and had bleeding at the surgical site. The patient had been on lost of inotropic support and the decision to end treatment was made. The outcome was not considered device or therapy related.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.